Event description:
Neuropathy (crippled with) [neuropathy peripheral]; cannot walk (abasia); losing balance [balance disorder]; tingling in hands, legs and feet [paraesthesia]; numbness in hands, legs and feet (hypoaesthesia). Case description: a regulatory authority reported that an adult, age and gender unspecified, used fixodent denture adhesive, original cream and also used poligrip denture adhesive cream 1 applic, 2/day for 35 years and reported the following: crippled with neuropathy, cannot walk losing balance, tingling in hands, legs and feet; numbness in hands, legs and feet beginning (B)(6) 2006. Treatment: none reported, the case outcome was not recovered/ not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.